Manufacturer narrative:
.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported "doesn't detect when power is plugged in." There was no reported patient involvement.